Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: v nmc4343c95tu, serial/lot #: (B)(4), ubd: 12-feb-2021, UDI#: (B)(4); product ID: vnmc4034c200tu, serial/lot #: (B)(4), ubd: 22-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted in the endovascular treatment of a unknown sized aortic dissection. It was reported almost three months later via technical services, that the patients's wife reported the patient had paralysis following the surgery. No cause of the event was reported. No additional clinical sequalae were provided and the patient will be monitored.